Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that connectivity and impedance revealed electrode 13 not usable >40000. It was reprogrammed around and they were able to turn her controller up just fine and was still getting the same relief. She did say she was digging into her shoulder massaging over the lead. It was believed that to be the cause of the issue, but not sure. The patient was warned not to massage over the pns lead sites as this might be the issue. The problem is solved at the point. It was reported that the rep met with the patient today and electrode 11 was greater than 40000 and unusable creating a ¿settings unavailable¿ on her controller preventing her from turning her system up stronger. Rep reprogrammed and still found good coverage. Patient did not report any falls or massage therapy that could have lead to this. On 1/25, patient reported that pt was instructed by a rep to call patient services to get suggestions why pt's electrodes had been going out and what pt could do to prevent this from happening. Pt reported 2 of the electrodes went out in the past 2.5 months. The first one went out in december. The 2nd one went out on sunday. Pt said they had their 4th surgery this last month. Pt had not been to work yet and had not done any house cleaning, physical activity etc. The rep was out of ideas why it was happening. The rep said usually it happens when there is a lot of movement or massage or rubbing. The rep said it was documented on pt's file. Pt said they were trying to troubleshoot how to stop it from happening so that pt did not have to have it redone. Pt said 'we fixed the remote and it is working' but wanted ideas how to avoid electrodes from going out. Redirected to rep/hcp. Rep reported that they left a message with the patient, but did not hear back. The patient had a trial, implant and a pocket revision. The provided information was confirmed with the physician/account.